Event description:
It was reported to medtronic neurosurgery that the tubing had disconnected from the luer lock of the stopcock closest to the patient. According to the report, the patient did not incur an injury and was in stable condition following the event.

Manufacturer narrative:
The luer adapter was missing from one end of the returned segment of patient line tubing which suggests that it was the site of the reported disconnection. Adhesive was present on the outside of the tubing at the site of the missing luer adaptor. It is unknown how or when this damage occurred. Tape was noted on the outside of the tubing adjacent to the site of the missing luer adaptor and approximately four inches from the end containing the remaining luer adaptor. A review of the manufacturing records showed no anomalies. (B)(4).